Manufacturer narrative:
(B)(4).the reported failure of &#39;unit display was missing segment&#39; was not verified.the reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
The customer reported that he was doing preventative maintenance on this n65 pulse oximeter and discovered a missing segment on the display. There was no patient involvement.